Manufacturer narrative:
A repair was done by the hospital tech to keep the operating room running. Maquet has ordered a replacement seal and scheduled a service visit to evaluate the device and install a replacement seal. This investigation is on-going and the results will be included in a follow-up report. Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provide product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maquet that a rubber seal fell from the ceiling tube of the surgical light onto the floor. The hospital did not report any injuries. Factory ref number: 2012-29892. (B)(4).